Event description:
It was reported that a tachy device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service, but device replacement was recommended. No adverse patient effects were reported.